Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was initially implanted on (B)(6) 2013 and initially developed hemolysis in (B)(6) 2014 as evidenced by elevated lactate dehydrogenase (ldh) and plasma-free hemoglobin levels (pfhgb). Because of severe, progressive lung disease and other risk factors, the patient was not deemed a suitable candidate for pump replacement. The patient was treated with medical management as both an inpatient and outpatient by following ldh and pfhgb values on a regular basis and maintaining an international normalized ratio (inr) target of 2.5-3.5. With medical management, the patient¿s ldh averaged around 1000 u/l. However, on (B)(6) 2015, the patient¿s ldh was 1965 u/l. On (B)(6) 2015, it was up to 2389u/l. A decision was made to admit him for IV anticoagulation on (B)(6) 2015, at which time the patient¿s ldh had risen to 3499 u/l. Lab values also revealed acute-on-chronic renal failure as well as acute hepatic failure. After long discussions at the time of his admission, the patient signed a do not resuscitate document on his own accord. Despite aggressive medical therapy, on (B)(6) 2015, the patient¿s ldh rose to 5021 u/l with a pfhgb >300 g/dl. The patient experienced an acute head bleed in the setting of a supratherapeutic inr secondary to hepatic failure. The patient slowly lost consciousness, eventually becoming unresponsive. The patient¿s family made the decision to proceed with comfort care. The lvad was turned off on (B)(6) 2015, and the patient subsequently expired approximately one hour later. An autopsy was not performed.

Manufacturer narrative:
Approximate age of device: 1 year, 11 months. (B)(4). According to the information provided, the lvad pump will not be returned for evaluation. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device because it was not returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. The instructions for use lists pump thrombosis as a potential adverse event associated with use of the heartmate ii lvas. No further information is available. The manufacturer is closing the file on this event.